Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that during pulmonary bypass surgery, the shunt sensor leaked. This occurred five times, however, no event info was provided for the other four events. The product was changed out. There was < 1 cc of blood loss. The surgery was completed successfully.